Manufacturer narrative:
This report is for an unknown pro-disc c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Patient had a revision procedure on (B)(6) 2015, but device was not reported as explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a prodisc-c (pdc) placed at c6-c7 on (B)(6) 2004. The patient developed adjacent level disease at the level of c7-t1. The surgeon performed an anterior cervical discectomy fusion (acdf) using a cervical spine locking plate system (cslp) on (B)(6) 2015. During the procedure, the surgeon commented that the pdc seemed to be placed pretty far anterior. At an unknown point in time the patient had fused at the pdc (c6-c7) level. It fused posterior to the pdc device, between the device and the posterior wall of the vertebral body. The surgeon performed the c7-t1 acdf successfully without incident. He did nothing at the c6-c7 level with the pdc; he left it intact. The patient outcome was not reported. This report is for an unknown pro-disc c implant. This is report 1 of 1 for (B)(4).